Event description:
The patient reported that the pump is suspended and he would like assistance with resuming the pump. Customer support walked through steps over the phone and the pump was successfully resumed. There is not enough information to determine if the pump self-suspended or was suspended by the user.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.